Event description:
Additional information was received 27dec2022: another same type device was used to complete the procedure. The device did not make patient contact.

Manufacturer narrative:
Summary of event: as reported, the yellow silicone sheath on a ncompass nitinol tipless stone extractor broke and the device was unable to be used in an unspecified procedure. Another same type device was used to complete the procedure. The device did not make patient contact. There was no section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual review of a picture of the complaint device sent by the user facility was conducted. The complaint device was not returned to cook for investigation. A picture of the device was provided that showed the yellow support sheath had separated near the handle and the support sheath and basket sheath had been removed from the device. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. The product IFU provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Because there were no related non-conformances, adequate inspection activities have been established, there was objective evidence that the device history record (DHR) was fully executed, and no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents were conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The provided information stated the complaint device would not be returned. A picture of the device was provided that showed the yellow support sheath had separated near the handle and the support sheath and basket sheath had been removed from the device. The cause for the damage is unknown. Excessive force may have been inadvertently applied to the device; however, no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k # ¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the yellow silicone sheath on a ncompass nitinol tipless stone extractor broke and the device was unable to be used in an unspecified procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence. Additional information has been requested. At the time of this report, no further information has been provided.